Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 14-mar-2016 and forwarded to bayer on 04-aug-2016. The consumer's medical history included nickel allergy. On (B)(6) 2013, the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. The insertion on the right side was unsuccessful; just would not go in. According to the patient, it was never completely successful. The ultrasound scan during the check-up after three months showed that it was ok. Consumer experienced thyroid gland, allergic complaints in eyes, gastro-intestinal complaints, leg pain, lower back pain, breast pain, arthralgia, depressive feelings, loss of libido, tiredness, restless feelings, memory loss, menopause complaints, tingling, every month flu-like symptoms around ovulation, feverish feeling, reduced appetite, apnea, and snoring. Consumer contacted a doctor. Treatment performed included antidepressants; asthma medication had to be increased. She was planning to remove essure. Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Essure removal was planned. This event is listed in the reference safety information for essure. Pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 03-oct-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Essure removal was planned. This event is listed in the reference safety information for essure. Pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.